Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: 2006(B)(6) explanted: 2016 (B)(6) product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving dilaudid 10mg/ml at 8. 004mg/day, reduced to .8mg/day, bupivacaine 11mg/ml at 8.805mg/day, reduced to .879mg/day, baclofen 26mgc/ml at 20.811 mcg/day, reduced to 2.077mcg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The other medications the patient was taking at the time of the event were noted as arava, calcium, cymbalta, flexeril, lasix, neurontin, omperazole, synthroid, trazadone, ¿cut d3¿. The patient¿s medical history included, arthritis, depression, chronic pain, muscle spasms, fibromyalgia, gerd, and hyperthyroid. The patient was experiencing uncontrolled pain. It was unknown if any environmental, external or patient factors that may have contributed to the issue. The physician reported that the patient has had suspected compromised catheter for 3-4 months. The physician performed a dye study a few weeks ago and the patient¿s pump pocket filled with dye. Today at the pump replacement (for end of life) the physician noted visible tear. A catheter revision was done with the proximal portion replaced. The physician was able to aspirate csf (cerebral spinal fluid), visible myelogram with injected dye. The issue was resolved at the time of the report and the patient¿s status was noted as alive no injury.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the lower shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. Analysis of the patient's catheter found damage consistent with explant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.